Event description:
It was reported that this incident involved a pt in cardiogenic shock. While trying to introduce the iab, it would not pass through the introducer sheath. As a result of this, the iab was removed and replaced. There were no associated pt complications.